Manufacturer narrative:
(B)(4).

Event description:
It was reported that a full catheter prime was not performed during a pump implantation. It was noted that the catheter length may not have been programmed correctly. The patient began to experience symptoms that may be related to withdrawal and was kept at the hospital overnight. The patient later stabilized and was released from the hospital with the intended pump therapy. There were no product malfunctions reported.